Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. Insulin pump had minor scratched lcd window, cracked display window corner and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on her insulin pump. The customer had awoken with ketones and unspecified high blood glucose. It was advised that the customer discontinue use of the pump and revert to a back-up plan. Nothing further was reported.